Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure procedure, while suturing the skin layer, three needle came away from the suture. A new device was opened to continue with the procedure. There was no patient injury.